Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse identified the speaker as the source of the issue and replaced the speaker to resolve the issue. Failure analysis of the returned part indicates: the electrical open in the speaker created the primary alarm failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit logged a primary alarm failed. There was no patient involvement.